Manufacturer narrative:
The tear seen at explant was confirmed. Leaflet 3 was torn. The region which contained the tear had mild thinning and loss of collagen fibers, which could have contributed to the tear. There was fibrous pannus ingrowth on leaflets 1 and 3, and the pannus on leaflet 3 contained a microcalcification. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted. On (B)(6) 2019, after the patient presented with aortic insufficiency the device was explanted and a torn leaflet was observed. The device was exchanged successfully with a 25mm tf gt valve. There were no adverse patient consequences.